Event description:
Healthcare professional reported "rupture". This record is for the left device. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening. As per the investigation procedure crease, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the left device. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.